Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 102, 124, 129 and 145 mg/dl. The customer¿s expected am fasting blood glucose test result range is 70-75 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2022 he had obtained a result of 112 mg/dl fasting. Customer stated that due to the result obtained he had gone to the hospital; customer stated he was not experiencing any symptoms at the time. Customer's blood glucose lab test result at the hospital was 51 mg/dl fasting. Customer stated the tests had been performed 15 minutes apart. Customer stated he was not treated with any medication and that the doctor advised him to eat. Customer was discharged the same day. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is (B)(6) 2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 102 mg/dl date: 08-08 time: 10:17 am fasting; result 2: 102 mg/dl date: 08-08 time: 07:27 am fasting; result 3: 124 mg/dl date: 08-08 time: 02:37 am fasting; result 4: 129 mg/dl date: 08-08 time: 01:19 am fasting; result 5: 145 mg/dl date: 08-07 time: 11:17 pm non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 16-aug-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 27-sept-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications.